Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the customer called an isi technical support engineer (tse) and reported that the towards end of ongoing surgery erbe has error c-34. Initially system worked fine and started to error at end of surgery when erbe was no longer needed. Guided caller to power off erbe, reseat all cables at the back (power, foot pedals and connection to video processor) connection. After powering on error was not shown but when instrument (hook) was used it immediately generated error c-34. Tse asked caller to if they have a forcetriad which can be used. The field engineer later exchanged the generator. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the surgeon finished using the unit for that case and proceeded and finished the case. The remained of the list was converted to laparoscopic instead of robotic surgery.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. The complaint was confirmed based on the failure analysis.

Event description:
Refer to h10/h11 for follow-up information.